Event description:
It was reported that during a gastrectomy procedure, an error occurred on the way and the device would not activate after an hour use. Another device was used to complete the case. There were no adverse consequences to the patient .

Manufacturer narrative:
Information anticipated, but unavailable at this time.